Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side deflation. Concomitant products: left side: 300cc mentor smooth round moderate profile, catalog#: 3501645, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 300cc mentor smooth round moderate profile and swas presented with right side breast implant deflation confirmed upon examination by the physician on (B)(6) 2019. As a result, the patient underwent bilateral explantation and replacement with catalog t# 3503504bc; s/n: (B)(4) on the right side, and catalog#: 3503504bc; s/n: (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
On 6/13/2019, the mentor failure analysis lab received the device for evaluation. On 7/1/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample some creases were observed in the anterior and posterior view. Within crease a tear was noted in the posterior view, measuring approximately 8.5 cm . No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).